Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up in 2018 with high capture threshold on their atrial lead. The lead was capped and replaced on (B)(6) 2021 during a generator change. Patient was stable after the procedure.